Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that after returning from vacation, the customer experienced elevated blood glucose (bg) levels ranging from 200's to 300's (mg/dl). The customer used manual injections to address bg level. It was confirmed that the customer was in contact with health care provider regarding adjustments to the customer's profile settings.